Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) was elevated due to something the customer drank and carbs consumed. The customer would use insulin pens as alternate insulin therapy until the replacement pump was received.